Event description:
(B)(4). Beginning two years after implantation of essure, I developed ibs with chronic constipation, extreme bloating and a itchy rash on my legs. I saw gastroenterologists, dermatologists and my ob/gyn, and was only prescribed various medications, with no explanation for the symptoms. I saw a naturopathic doctor and eliminated certain foods from my diet, but nothing helps. These symptoms have continued for over 6 years. In the last three years, I have also developed allergy symptoms and asthma but tests show that I'm not allergic to anything. I have 2-3 sinus infections with bronchitis per year. My periods have become heavier and more painful, and I typically have dull pain in my right pelvic area which gets extremely painful beginning with ovulation for two weeks afterwards. I have a consult for a hysterectomy in three weeks.